Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as blister.there was no alleged device malfunction contributing to the irritation. The patient¿s physician released patient from lifevest. Follow up indicated that the skin irritation improved.